Event description:
A falsely elevated ctni resu of 3.26 ng/ml was obtained on one patient and was reported. A sequential draw result from an alternate laboratory was negative. The original sample was reanalyzed and was also negative (<0.04 ng/ml). The patient was sent to another facility based on the falsely elevated ctni result, even though the ck and mb were normal. There was no report of adverse health consequences to the patient. Analysis of instrument data does not identify a device failure. The probable cause of the erroneous value was sample handling.